Manufacturer narrative:
(B)(4). Pt death was not due to the instrument in this report. There are two stages to dic. In the early stage, there is widespread activation of clotting factors. At this stage, act is expected to be very short. As dic progresses, clotting factors are consumed and anti-clotting factors become activated. At this stage, act is typically markedly prolonged. The act's observed in this complaint are consistent with the two phases of dic, and therefore, the chairman of itc's medical advisory board believes the act instrument performed as expected. In addition, the customer notified itc that prior to and post event quality control tests were performed. The test results demonstrated proper system performance. Manufacturer awaiting additional info for further complaint eval.

Event description:
Customer reported outside reportable range low act results with the signature elite instrument and a pt death that was not related to the instrument. A pt in cardiovascular operating room began generating < 65 act+ results on multiple instruments with multiple cuvette lots. During the operation, act+ result was 639, 30 minutes later additional heparin was given and act result was 1000. The instrument then generated out-of-range low results. The test was repeated on multiple instruments, and multiple cuvette lots with out-of-range low results generated. Customer later sent an e-mail indicating the pt expired.